Manufacturer narrative:
Physio-control performed additional testing of the device but was still unable to duplicate the reported issue.  As a precaution, physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that all of the buttons on their device became unresponsive. After cycling power several times, the buttons began to work. There was no patient use associated with the reported event.